Manufacturer narrative:
Evaluation summary: the review of manufacturing documents revealed no deviation in the manufacturing process resp. No deviation in material. Potential nail breakage had been considered in the corresponding rmf. The threshold was not exceeded. A review of the CAPA database revealed no corrective actions related to the reported event in place for the subject product. The event did not involve a product problem indicating a non-conformity, adverse trend or unanticipated hazard. No further action is required at this time. The fracture pattern of the nail suggested that the nail had broken in fatigue manner after approx. 10 months of implantation. The original anterior bridge of the proximal lag screw drill hole had been damaged intra-operatively ¿ most likely with the step-drill whilst drilling under miss-alignment. Such damage causes additional notch effects. The orientation of lines of rest identified that the incipient crack was located in this area and that the nail had broken from lateral in medial direction. Bearing points are typical results of the interaction of the single products and the bone during the implantation period. Exceeding bearing points ¿ found on nail at medial and on lag screw ¿ indicated high axial load application. According to the event description the patient suffered from insufficient bone healing. Insufficient bone healing is regarded being related to the patient¿s condition. Referring to available information a more precise statement was not possible from technical point of view. One requirement for successful nail treatment is a timely bone healing in order to relive the nail over the progressing time of implantation. In this case it had already been stated that the patient had experienced non-union. The nail broke in a fatigue fracture due to intra-operative damage contributed by insufficient bone healing. In case further relevant information should become available, we reserve the right to update the investigation and change the root cause. According to available information a deficiency of the nail was not be verified.

Event description:
It was reported that on (B)(6) 2014, the patient underwent the surgery with the g3 long nail. On (B)(6) 2015, the patient felt the pain in the hip joint. Afterwards, on (B)(6) 2015, the surgeon confirmed x-ray. And he found that the nail was broken. The fracture part was non-union. Therefore, the surgeon performed the revision surgery by the competitor dhs on (B)(6) 2015.

Manufacturer narrative:
Once the investigation has been completed, any additional information will be reported in a supplemental report.

Event description:
It was reported that on (B)(6) 2014, the patient underwent the surgery with the g3 long nail. On (B)(6) 2015, the patient felt the pain in the hip joint. Afterwards, on (B)(6) 2015, the surgeon confirmed x-ray. And he found that the nail was broken. The fracture part was non-union. Therefore, the surgeon performed the revision surgery by the competitor dhs on (B)(6) 2015.